Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had flashing display. The customer's blood glucose level was 435 mg/dl. The customer reported that they were not able to troubleshoot for high blood glucose level due to flashing display. The insulin pump will not be returned for analysis.